Event description:
It was reported by the customer that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) lot 3109881, a molecular false positive (identification of candida tropicalis) on the biofire platform. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021 batch no.: 3109881 customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: (B)(6).

Event description:
It was reported by the customer that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) lot 3109881, a molecular false positive (identification of candida tropicalis) on the biofire platform. There was no report of patient impact.